Event description:
Info received indicates, the pump underdelivered during testing.

Manufacturer narrative:
Testing of the pump indicates motor bracket screw was loose causing the pump to be inaccurate. The screw was tightened to resolve.